Event description:
A customer contacted global technical service (gts) with questions during fill on the homechoice (hc). The home patient (hp) stated she called her nurse prior to calling baxter to resolve a bad supply bag issue. The registered nurse (rn) instructed the hp to only change one supply bag that was kinked at the new of the bag. The hp just want to call in to let baxter know what they did. The tsr advised the hp baxter cannot over ride the rn instructions but the hp should know if the hp had an issue with a cassette or supply the hp should replace the whole set up not just one item. The hp hung up. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) that disconnected a solution bag/reconnected another bag. The pdn was aware of the hp disconnecting/reconnecting a bag. Ps advised the pdn that it is not recommended to disconnect/reconnection supplies due to a risk of contamination. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.